Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead had stored one high, out-of-range shock impedance measurement of 128 ohms. Technical services reviewed the available device data and noted the impedance measurements over the last year had been rather variable between 80 ohms and 124 ohms. Troubleshooting was recommended to see if any noise or jumps in impedance measurements could be created. The field representative reported the patient was seen in the clinic and lead integrity testing showed some noise on the shock egm when the patient pressed their palms together. The shock impedance measurement was 98 ohms and appeared stable since the out-of-range value was recorded. It was noted the pacing threshold measurements had also been increasing at each follow-up. At this time, the patient and shock impedance issue would continue to be monitored in the remote monitoring system, and the patient was to be seen again in about six weeks. No adverse patient effects were reported. At the patient's next device check, the pacing and shock impedance measurements were all within normal limits. The pacing threshold measurements had increased, such that pacing outputs were reprogrammed to 7v. Isometrics were performed with no significant changes in impedance measurements. X-rays from the previous device check were reviewed and it was considered that the device had moved slightly lower and the lead was pulled a little bit tighter. The patient denied twiddling the device. Technical services discussed continuing to monitor, or performing new defibrillation threshold (dft) testing to verify the integrity of the lead. However, at this time the physician elected to continue to monitor, with no intervention planned.